Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse checked the battery parameters, the battery charging level, and the system operation on battery. The fse reviewed the system error logs and saw multiple recoverable errors reported by the master controller. The system was tested and verified as ready for use.

Event description:
It was reported that during setup of a da vinci-assisted abdominoperineal resection (apr) surgical procedure, the system generated a warning message about no backup battery. The intuitive surgical, inc. (Isi) field service engineer (fse) was informed that a power outage had occurred earlier that day. The fse guided the theatre technician to perform a hard power cycle and verify that the battery was charging. The battery charge level was very low at one bar and was alternating between a green and red indicator. The fse advised the technician to inform the surgeon that no battery backup was available and additional charging time was needed. The theatre technician called again and reported that the battery charge level was at one green bar, and the surgeon was continuing with the surgery. The fse called the theatre technician about 3 hours later to check on the battery's charge level and the charge level was showing two green bars now. The theatre technician mentioned that the surgeon decided to convert to open surgery due to some unspecified recoverable error. The customer could not provide more information regarding about the error and had not contacted the fse or an isi clinical sales representative (csr) for troubleshooting. The csr spoke to the surgeon later on the day and mentioned that the conversion occurred at the start of the procedure during the initial dissection. The patient was under anaesthesia at the time of the issue. Ports were placed and the instruments were being used. No patient injury or procedure delays were reported. Intuitive surgical, inc. (Isi) followed up with the product complaints coordinator and obtained additional information about the event. The procedure was converted to open due to the hospital site's power failure and subsequent generator failure as well, triggering recoverable faults. The surgeon converted the procedure since there was system connectivity issues, uncertainty with the power issues within the hospital and low comfort level with proceeding under these circumstances. The procedure had been in progress for an hour when the issue occurred. The patient tolerated the conversion and has not experienced any complications at this time. Patient demographic information could not be released.